Event description:
Feeding tube was in use without problem. Pt was restless. Mitten restraints used. Tube found coiles in mouth at 1500. Removed at 1530. No strong resistance met in removal. Tungsten end missing at removal. Thest x-ray shows lodged in right main stem brouchus. Pt not in respiratory distress preceeding removal bronchoscopy to remove tungsten tip. Pt treated with antibiotics. Md notes no or minor sequela from occurrence.